Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During initial set up and prep for insertion, the aic controller failed to recognize the purge disc. Upon inspection, the sensor location for the aic controller had visible damage in location for purge disc. The console was swapped to another aic controller without incident on original purge cassette tubing.

Manufacturer narrative:
Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. D9 added device was returned and the date. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the reported purge disc recognition issue on ic3990 was a broken purge disc detection flag.